Event description:
It was reported to boston scientific corporation that during a vaginal sling procedure using a precision speedtac transvaginal anchor system, the suture was broken when it was being removed from its packaging. The physician completed the procedure with another precision speedtac transvaginal anchor system. All other information, including the patient's current condition, is unknown.

Manufacturer narrative:
Visual analysis of the two returned devices revealed that the anchors were securely covered within their protective sheaths and the sutures were separated from their respective anchor assemblies. The sutures appeared to unbroken, however one of the sutures had one end pinched. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The cause for the reported event could not be determined.

Event description:
It was reported to boston scientific corporation that during a vaginal sling procedure using a precision speedtac transvaginal anchor system, the suture was broken when it was being removed from its packaging. The physician completed the procedure with another precision speedtac transvaginal anchor system. All other information, including the patient's current condition, is unknown.

Manufacturer narrative:
(B)(4).